Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, menorrhagia and pelvic pain to be related to essure. The reporter commented: start date of essure reported as (B)(6) 2010 patient received treatment for pelvic / abdominal pain, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: essure confirmation test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- pelvic / abdominal pain, menorrhagia (heavy menstrual bleeding). Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "left tube - unsuccessful placement". The patient's concurrent conditions included uterine bleeding and libido decreased. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding) abnormal bleeding vaginal, menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), back pain ("back pain") and genital haemorrhage ("abnormal bleeding general"). In november 2010, the patient experienced migraine ("migraines / headaches"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea cramping"). In (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: recurring urinary tract infections"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia painful sexual intercourse"). In (B)(6) 2013, the patient experienced mood swings ("hormonal changes describe: mood swings"), insomnia ("insomnia"), irritability ("irritability") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced rash ("rashes or skin conditions type: rashes/ rash lower stomach, legs"). In (B)(6) 2017, the patient experienced dizziness ("dizziness"). On an unknown date, the patient was found to have weight increased ("weight gain") and experienced headache ("headaches") and memory impairment ("memory problems"). The patient was treated with surgery (hysterectomy (full),salpingectomy bilateral). Essure was removed on 31-oct-2018. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, nausea, dysmenorrhoea, back pain, headache and memory impairment outcome was unknown and the mood swings, insomnia, irritability, urinary tract infection, rash, migraine, dyspareunia, fatigue, weight increased, genital haemorrhage and dizziness had resolved. The reporter considered abdominal pain, back pain, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, insomnia, irritability, memory impairment, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: start date of essure reported as (B)(6) 2010 patient received treatment for pelvic / abdominal pain, menorrhagia (heavy menstrual bleeding). Date(s) of insertion: (B)(6) 2010 (right), (B)(6) 2010 (left). Discrepancy noted in removal date- 31sep2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2011: consistent with small ruptured right ovarian cyst. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Imaging procedure - on (B)(6) 2011: essure confirmation test bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records :abdominal pain, nausea,vaginal bleeding, menorrhagia, dysmenorrhea, pelvic pain, mood swings. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: plaintiff fact sheet and medical records received : reporters added. Events added- mood swings, insomnia, irritability, vaginal haemorrhage, urinary tract infection, rash, migraine, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, back pain, genital haemorrhage, dizziness, memory impairment. Lab data added. Concomitant conditions added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.